Event description:
It was reported that a procedure was performed to treat lesion in the superficial femoral artery. A 6.5x40mm supera self expanding stent (ses) was attempted to be deployed; however the stent only partially deployed. After strong traction the stent was able to be fully deployed; however the stent elongated. Additional post dilatations were performed to bring the elongated stent back into the target position. There were no adverse patient effects nor clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported difficult or delayed activation and the reported physical resistance / sticking were unable to be replicated in a testing environment due to the condition of the returned device. The reported stretched stent was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the anatomy and/or inadvertent mishandling resulted in the noted multiple catheter shaft bends thus resulting in the ratchet being unable to properly/fully engage the stent; thus resulting in reported physical resistance/sticking thumbslide and the reported difficult/delayed activation. Manipulation of the compromised device in the attempts to deploy the stent resulted in the reported stretched stent which as reported post dilatations were performed to bring the elongated stent back into the target position. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.